Event description:
It was reported that during implant of the device, an atrial lead could not be placed. The device was then implanted without an atrial lead and without a pin plug or lead in the atrial port; leaving the atrial port of the device open while implanted. The patient was transferred to another hospital for the atrial lead implantation. A consultation with the physician and company representative determined that a new device should be implanted also due to the device having had the atrial port exposed. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned. Analysis was performed and no anomalies were found. (B)(4).